Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog was tested and found to be safe for use in the t:slim pump for up to 48 hours. Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think the pump was delivering insulin as the blood glucose (bg) level ranged from 334 to 440 mg/dl. Insulin injections were used to address the bg level. The customer had received an incomplete bolus alert and a resume pump alarm. Tandem technical support reviewed the alert/alarm with the customer. Tandem technical support had the customer perform a system check and the pump was found to be functioning as intended. Reportedly, the customer had been using humalog in the cartridge for 3-4 days.